Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device is not expected to return. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to misuse/mishandling during use.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-3670 fibertak biceps implant set had an issue. During a bicep tenodeses with rotator cuff procedure, when the device was implanted successfully, the surgeon tried to use the needle, the needle poked the surgeon through the silicon protector and was stuck in his glove. The skin of the surgeon was not penetrated, no injury was received, no blood was drawn, and no piece broke off. The surgeon put new gloves on, was still able to use the device, and completed the case successfully with no impact to the patient. No action was sought, just a complaint was reported, it was reported that this complaint could have either been a user handling error or the complaint device could have been packaged too far out, and the needles could have been exposed. This was discovered during use with no impact to the surgeon or patient.